Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspected of the download data found that the pod generated timeouts and a drive stall. The pod was reset, connected to an unused controller and reran successfully. No data abnormalities were observed. Inspection of the returned pod found no damages or manufacturing defects that would contribute to the generated timeouts and drive stall. The high pulse width with drive stall can be confirmed as the cause of the reported needle mechanism failure complaint, however the cause of the generated high pulse width with drive stall cannot be determined.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone18.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.